Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed. Not received by manufacturer.

Event description:
It was reported that an unknown handpiece was being used with a 64:1 reducer and a 1:1 head with external irrigation during a procedure when a bias current message was displayed on the console. The bias current message signals a condition occurred from which the device has the potential to run without user activation. The procedure was completed successfully wit no patient or user injuries, and no adverse consequences.

Event description:
It was reported that an unknown handpiece was being used with a 64:1 reducer and a 1:1 head with external irrigation during a procedure when a bias current message was displayed on the console. The bias current message signals a condition occurred from which the device has the potential to run without user activation. The procedure was completed successfully wit no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The reported event, bias current warning, was not duplicated. During functional inspection, the service technician noted no failures or malfunctions were observed. After the functional inspection the handpiece was disassembled and visually inspected. During this visual inspection the service technician observed no components that would cause or contribute to the reported failure. The device was serviced for preventative maintenance and returned to the customer.